Manufacturer narrative:
The instructions for use for citadel bed (IFU, 830.213-en rev.15) includes the following information: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly ¿ weekly¿. In summary, the review of complaints and device inspection results indicates that the control panel button failure (stuck button) found during inspection might have led to the observed unexpected bed movement. It is concluded that the issue might be related to the mechanical damage. The arjo device failed to meet its specification when the bed was moving unintentionally. Arjo device was not used for a patient treatment when the event occurred. The complaint was assessed as reportable due to the allegation that the bed was moving unintentionally. No injury was sustained.

Event description:
During the device evaluation at the arjo service center, it was found that the left head siderail had a faulty down button at the control panel and that the bed lowered down by itself. There was no patient involvement. No injury was sustained. The alleged button was exposed and damaged physically. The faulty side rail was replaced.